Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The dr said it had to much play or didn't feel secure even though he tightened repeatedly. When putting a screw in the femur the whole was missed. The dr said the numbers on the nail holding screw were faded and could barely be read even after wiping it clean.